Manufacturer narrative:
Company comment: the physician complained that initially less force than usual was necessary to eject the plug at the tip of the first needle. We are not told that this patient suffered any consequences from the event. Nonetheless, even if this particular patient suffered no harm, there was the potential for harm to the patient in that a different patient with the event of premature release of seeds could end up with an ectopically placed seed that could result in radiation injury to the structure where it was placed, or to an adjacent structure, or to an increased risk of malignancy due to radiation exposure at that location. Ectopic seed placement also could potentially increase the risk of migration of the seed to an alternative location, possibly even the lung or brain if it reached the general circulation, where it could cause significant damage due to vascular occlusion, radiation injury, or the development of radiation-induced malignancy in those locations. Thus, while the overall potential risk may be small, it is real, and this is thus a reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has been reopened for additional investigation and analysis. This is ongoing at the time of reporting.

Event description:
This is a medical device report of a plug from the seedlock3 needle not being in place at the time of the brachytherapy procedure. The report was received from the physician's vendor on (B)(6) 2010. The physician was performing a brachytherapy procedure on patient rd on (B)(6), 2010. The physician noticed that no resistance was required to expel the plug at the tip of the first needle in the procedure prior to beginning seed drop. The physician suspected that there was no plug in the needle.